Event description:
It was reported that the left ventricular (lv) lead had increased threshold and high impedance. Therefore the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 670100, annuloplasty band, (B)(6) 2010; 6935, implantable tachy lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).